Event description:
This lead was implanted on (B)(6) 2006 and capped on (B)(6) 2014 due to inappropriate shock. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).